Event description:
Consumer complaint of erratic blood results. Back to back blood tests performed were "hi" (>600 mg/dl) and 188 mg/dl. No adverse event reported. No control solution was available for testing during the call.

Manufacturer narrative:
(B)(4). Product not yet returned.